Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements. Outputs were increased and monitoring was continued. Additional information was received that the patient presented to the clinic with report of experiencing dizziness. The rv lead exhibited continued high threshold measurements with loss of capture (loc). Outputs were increased and the physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.